Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3: part number: 03.118.111. Lot number: t174327. Manufacturing site: tuttlingen. Release to warehouse date: 04-mar-2019. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Service and repair evaluation: the customer reported the rotating cap was missing. The repair technician reported the swirling cap is missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: swirling cap for 03.811.111. The item was repaired per the inspection sheet, passed synthes final inspection on 19-feb-2020 and will be returned to the customer upon completion of the service and repair process. A finalized service record will be archived in the document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the silicon handle quick coupling with rotating cap (handle) was missing. It was discovered upon set assembly in sterile processing department (spd). There was no patient/procedure involvement. This is report 1 of 1 for complaint (B)(4).